Event description:
During the atrial fibrillation procedure, air embolism occurred after the transseptal puncture resulting in st elevation. The dilator was used with the sheath. It was alleged that the valve of the sheath leaked air. The sheath was replaced and the procedure was completed. The patient was stabilized and transferred to the ward in a stable condition.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The guidewire was also received. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.